Event description:
It was further reported that echocardiography performed afterward confirmed cardiac tamponade.The patient experienced a hemorrhage anddied due to the perforation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT DURING IMPLANT THE PATIENT EXPERIENCED CARDIAC PERFORATION. IT WAS NOTED THAT THE DILATOR OF THE INTRODUCER PERFORATED THE INFERIOR OF THE RIGHT ATRIUM. THE PATIENT EXPERIENCED CARDIAC ARREST, VENTRICULAR FIBRILLATION (VF) AND PERICARDIAL EFFUSION. CARDIOPULMONARY RESUSCITATION, DRAINAGE AND A THORACOTOMY WAS PERFORMED. THE LEADLESS IMPLANTABLE PULSE GENERATOR (IPG) WAS IMPLANTED AND REMAINS IN THE PATIENT. NO FURTHER PATIENT COMPLICATIONS HAVE BEEN REPORTED AS A RESULT OF THIS EVENT.